Event description:
Patient presented with severe pain and a lump in their hip area 6 months following thr with summit asr. From x-rays, cup looks well positioned and well ingrown. The surgeon removed the asr head and on the taper of the stem and head, there was a very prominent black mark and signs of wear. It is confirmed that the patient has alval.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.